Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). After evaluation of the instrument data, ccc discovered that the customer had accepted an out of specification calibration on the lot on which the discordant results were obtained and imprecision was observed on most levels. It was also discovered that the customer does not measure the amount of sample used for (B)(6) testing. The customer calibrated a new reagent lot and obtained an acceptable calibration. The cause of the discordant, falsely elevated (B)(6) results is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated (B)(6) results were obtained on five patient samples on a dimension exl 200 instrument. The samples were initially flagged as above assay range and resulted falsely elevated upon repeat with a dilution. The falsely elevated results were reported to the physician(s). The samples were repeated the following day on the same instrument, using a new reagent lot, and resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.